Event description:
Info received indicates the valve was removed due to non-structural dysfunction, perivalvular leak and structural dysfunction. The valve was replaced with no add'l consequence to the pt.